Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer ordered parts to resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the display of the vela ventilator is not working during set up prior to patient use.